Event description:
It was reported that a patient presented in clinic with two noise reversion episodes. Review of the stored egms showed exernal emi could have caused the noise noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.